Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer first cleaned pump pneumatic area and reloaded same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.